Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx500 patient monitor and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The product associated with the event was returned to the philips bench and evaluation/analysis was performed. The bench repair technician (brt) determined that the issue was caused by a faulty loudspeaker assembly. The loudspeaker assembly was replaced and the device returned to full functionality.